Manufacturer narrative:
The previously reported method code no longer applies and has been updated. The previously reported results code no longer applies to this event and has been updated. Analysis of the pump (sn: (B)(4)) found no anomalies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional via a device manufacturer representative on (B)(6) 2019. It was reported that the pump was replaced on (B)(6) 2019 and was going to be returned for analysis. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2019, information was received from an healthcare professional (hcp) regarding a patient receiving lioresal (2,000 mcg/ml, 207 mcg/day) via an implantable pump for non-malignant pain. Information received reported the patient presented for a refill on (B)(6) 2019, and an alert showing "loss of therapy, pump stopped for 1092 h 15m" and another one stating "pump motor is currently stalled" was reported. The hcp reported the patient had an MRI performed at an outside facility on (B)(6) 2019, (unknown reason) and they believed the pump was never checked by anyone following the MRI. The patient had not heard any alarms since the MRI. The hcp accessed the pump reservoir for refill while on the call and the volumes were close to expected (erv=4.7 ml, arv=6 ml). Also, separately stated as no volume discrepancy. A motor stall recovery was noted to have occurred at the same time as the interrogation. The hcp stated that everything checked out with the pump and the patient was "not in full blown withdrawal" so they believed everything to be fin. The patient was refilled successfully. The hcp stated there were told there was a slight increase in spasticity over the past week (also reported as three weeks), and the patient was "feeling stiff", but the hcp stated they did not show any clinical signs of spasticity at the refill appointment. The hcp stated that the patient having slight spasticity was not unusual for them. They have not heard any further complaints from the patient regarding spasticity.